Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via company employee to our local affiliate (B)(4). This case involves a female (age nos) who received poly-l-lactic acid (scupltra) (therapy date, indication, dosage nos). Relevant medical history and concomitant medications were not reported. On an unk date, after one month of application, the pt started noticing the appearance of visible and palpable nodules at the application site. The pt received corticoid via application as corrective treatment and the nodules did not evolve. It was not mentioned if the pt interrupted the treatment of poly-l-lactic acid. Event outcome is unk.

Manufacturer narrative:
Reporter's causality: not specified. Add'l info received on 03-dec-08: (B)(4) results were received. A brr (batch record review) was performed without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.